Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/19/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed that there was moisture corrosion on the display screen inside the pump. The pump powered on to a fully functional and illuminated display. The pump failed a leak test due to a crack between the case seal and display lens. The pump cover was removed and moisture corrosion was found inside the display screen, the continuous glucose monitoring circuit, and on the force sensor plate.